Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was experienced hyperglycemia. Customer¿s blood glucose level was 560 mg/dl something. Customer also reported that the insulin pump had blank display and reservoir had leak. Customer stated that his screen was flashing when his insulin pump was wet and he had to remove battery then he put it back in and the screen was blank. Customer stated that the location of the leak was at the plunger end. Customer also stated that the insulin pump exposed to moisture. Troubleshooting was performed for blank display and leak. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly.